Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set cannula bent crimped event on 21-may-2024. Insertion site was thigh. Patients have sufficient subcutaneous tissue where set was inserted. Infusion set has been used for 3 days. Patient previously replaced non-serialized product. No further information available.

Manufacturer narrative:
(B)(4).